Event description:
Related MFR reports: 3006705815-2020-32965 and 3006705815-2020-32966. Follow up information received identified the patient's scs system was removed. The procedure was reportedly completed without complications.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR reports: 3006705815-2020-32965 and 3006705815-2020-32966. It was reported the patient complained of not receiving sufficient pain relief from the scs system. Consequently, the patient has requested to have the scs system removed. No further information was available at this time.